Event description:
After sigmoid colectomy patient developed an anastomotic leak requiring return to surgery for washout and colostomy. Manufacturer response for circular stapler, ethicon (per site reporter). They will initiate a quality control investigation.